Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. During functional testing, the customer reported issue of 'keypad's 2nd button broken' was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the softkey at row 1 column2 does not operate. The keypad requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if it were to recur. This issue would not have a direct effect on the entry of infusion parameters. This issue may result in a delay of the delivery of intravenous (IV) solutions if the user opted to choose a new pump for use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keypad's 2nd button broken. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.